Manufacturer narrative:
Balt USA's reference number: (B)(4). To whom it may concern: on august 06, 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: "the case was acom narrow neck aneurysm measuring 25mmx18mm and neck measured 6mm.the physician planned to do simple coiling of the aneurysm.the support hardware was 8f neuronmax ,6f fargomax ,vasco 10d & traxcess guide wire .the coils used were complex18 22x65-2no,20x65-2no,14x47-1no,complex10standard10x34-1no. The last coil was optima helical standard10x30-1no to complete the procedure. Out of the complex18- 22x65 got pre maturely detached and the same was retrieved by using vasco 21 and solitaire stent retriever. We were not able to collect the device pushwire, coils and micro cath as the patient was suspected for covid 19 and all the them were discarded as per hospital policy. But we were able to get the recorded images." An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history record for the reported lot was performed. Customer feedback has been noted for lot 101619b; however, there is no in-process issue that could account for the observation. This lot will remain subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported through an automated reporting system from active clinical study: "the case was acom narrow neck aneurysm measuring 25mmx18mm and neck measured 6mm.the physician planned to do simple coiling of the aneurysm.the support hardware was 8f neuronmax ,6f fargomax ,vasco 10d & traxcess guide wire .the coils used were complex18 22x65-2no,20x65-2no,14x47-1no,complex10standard10x34-1no. The last coil was optima helical standard10x30-1no to complete the procedure. Out of the complex18- 22x65 got pre maturely detached and the same was retrieved by using vasco 21 and solitaire stent retriever. We were not able to collect the device pushwire, coils and micro cath as the patient was suspected for covid 19 and all the them were discarded as per hospital policy. But we were able to get the recorded images."